Event description:
It was reported that patient experienced ineffective stimulation. Surgical intervention was taken in (B)(6) 2022 wherein the scs system was explanted. Exact explant date is unknown.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.